Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and the reported issue was able to be verified and able to be duplicated. The device has reached the end of its operational lifespan, rendering it unrepairable. The device was returned to the customer unrepaired. Stryker recommended that the customer remove the device from service and scrap it. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.